Manufacturer narrative:
The field service engineer was able to confirm the reported problem with the transducer. The epiq cvx ultrasound system passed all diagnostics tests and no issues were identified. The customer confirmed the transducer had collected moisture in the connector. The customer allowed the connector to dry completely and has been using the transducer successfully since completing the action. The customer declined service and support to replace the suspect transducer. As a result, the transducer remains at the customer site and could not be returned for failure analysis.

Event description:
It was reported a customer's epiq cvx ultrasound system and x7-2t transducer were not available during a critical procedure. During a surgical cardiac valve procedure, the x7-2t transducer steering angles were changing independently. It was also reported the system displayed an error message. The user decided to exchange both the ultrasound system and the transducer to complete the procedure. No further information is available. There was no patient or user harm associated with this event. Philips has started an investigation and upon completion a follow up report will be submitted.